Manufacturer narrative:
No non-conformances were identified for this lot. No similar complaint was received for lot 4j03867 and malfunction code "uca-pmc13.02 product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]". The machine logbook was reviewed, and no records related to this issue were found. Additionally, no non-conformances were identified during the sterilization process. The urinary catheters were produced under sub-assembly lots 4j03385, 4j01051 and 4j04452 on the catheter machine a097. All raw materials used in the production of the affected lots were verified to be correct and within specification. No non-conformances were identified during the production of these lots. Process and quality checks were performed and documented in accordance with standard procedures. No manufacturing-related root cause was identified. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports "he and his doctor discussed starting intermittent catheterization, but it is unclear on the frequency that he should be doing it as he is still able to urinate on his own. The end user says that about 2 weeks ago, a nurse came to help him practice catheterization. He says he used 421910 and attempted twice, both times no urine came out. He says that the nurse was present while he catheterized and that he pulled the catheter back out a bit and waited to see if the urine would come out. He says that he has chronic prostatitis and will feel the need to urinate even when he does not have to urinate. He did not feel resistance, and there was no pain with insertion and none upon removal with both catheters, but he did see some blood post catheterization both times. He said that before he used the 2nd catheter, he blew inside the catheter on the funnel end to ensure the catheter was patent as no urine came out the first try with the first catheter. He says that he feels like that was a bad idea as he then got a urinary infection, that was treated with antibiotics. He says that he has finished his course of antibiotics and feels better, no blood noted on urination. He has not tried to catheterize since the incident. He says he is back to urinating within his normal pattern."

Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.